Event description:
It is reported this event occurred in the cath lab. During use of the sheath, leakage of medical solution was detracted from the stopcock. As a result, a new kit was opened and the insertion proceeded successfully. There was no reported delay in treatment. There were no reported patient injuries, complications, or death.

Manufacturer narrative:
(B)(4).